Event description:
It has been reported that the front wheels of the cot do not retract as expected. No adverse consequences have been reported.

Manufacturer narrative:
Add'l info found to be relevant by the MFR will be submitted in a f/u MDR. Currently unk if safety risk exists.